Event description:
It was reported intermittently that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ranging from 190-346 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) lowered to 39 mg/dl. Due to the bg level the customer loss consciousness and required assistance from emergency medical technicians. Customer was treated with intravenous fluids to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.